Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue, began the inspection of the iabp and found the pressure regulator out of calibration. The fse replaced the pressure (0103-00-0633) regulator and readjusted to manufacture specifications. Subsequently, the pim was tested multiple times without any further failures. The fse then completed the preventive maintenance (pm). The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the pneumatic interface module (pim) test failed in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.